Manufacturer narrative:
The returned device was evaluated and a hole was observed in the unexposed portion of the soft cannula. Fluid diverted through the hole in the soft cannula. A cause of the damaged cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
After investigation it was found the device had a hole in the unexposed portion of the soft cannula. The patient's blood glucose levels reached greater than 500 mg/dl while wearing the pod between 24 and 36 hours (back). As treatment a new pod was applied after the event.